Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, the customer added insulin to the existing cartridge and resolved the issue. Insulin delivery was resumed. Although requested, the customer declined to provide additional information regarding the reported event. There was no reported impact to the customer's blood glucose level.